Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and unit failed. The complaint could not be confirmed because there is no share data for a view. The reported event of transmitter failed error was undeterminded. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri aug 25 17:41:41 edt 2017 with MFR# 3004753838-2017-64138. The ack3 was received on fri aug 25 17:41:41 edt 2017 with coreid: (B)(4).